Event description:
International affiliate reports that immediately following implantation; intracranical pressure was shown to have increased from 2-8mmhg to 45-55mmhg. A second brain CT showed no evidence of increase intra-cranial pressure and it was decided to replace the transducer.